Event description:
The report rec'd from the registry indicates that pt expired approximately three months post cypher stent implant. It is unknown if the death was cardiac or non-cardiac. An autopsy was not performed, however, the initial reporter of the event indicated there was no evidence of thrombosis, or myocardial infarction. The pt was found dead at home, probably due to an unbalanced diabetes coma; the pt has a medical history of type ii diabetes >20 years controlled with insulin. This info was obtained over the phone with general practitioner. The relationship to the cordis device and index procedure was deemed as possible. During the first month follow-up visit, the pt was asymptomatic, and taking all of his medications as planned at discharge, and echocardiogram was performed with normal results. In addition, following the clinical guidance provided, this event will be reported for MDR and a code for thrombotic event will be added to the file as per academic research consortium(arc) guidelines.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00310 and 9616099-2008-00311. Any additional info will be submitted within 30 days of receipt.